Manufacturer narrative:
E1(initial reporter facility name): (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary unit drawer 6.1 was not found on bus. A field service engineer inspected the device and reseated drawer connections, however after restart, drawer 6.2 shows a hardware error. The fse replaced module controller and row board for drawer 6.2, performed hardware application test and verified recovery and inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.